Event description:
The facility, advised that a customer had reported that while the pump was in use on a pt, the unit powered down. The pump was switched on again. It ran for a while, before powering down again. This happened repeatedly and was duplicated by the customer's biomed. The pump was plugged into an ac outlet at the time of the event. No pt injury was reported.

Manufacturer narrative:
A datascope service representative tested the unit. He ran it for fifty hours, and the reported problem could not be duplicated or confirmed. The system error logs for the day of the event in question do not contain any electrical failures; however, four "check iab catheter" messages are logged. This type of error message indicates a catheter issue that can stop pumping; however, it would not result in a system shutdown. The unit is being returned to the factory for further investigation. A supplemental medwatch will be submitted when our investigation is complete.